Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 366 mg/dl at the time of the incident. The customer states insulin was "squirting out". Advised customer to remain disconnected from the pump. The customer stated that drive support cap appears normal (recessed). The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protrude drive support disk. Insulin pump passed displacement test. Unable to perform occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm.